Event description:
The customer reported that while the unit was in use on a pt, the display was noisy and the pixels faded in and out. The unit's assist function was not affected. The pt was switched to another unit and therapy was continued. No pt injury was reported.